Manufacturer narrative:
Investigation summary: customer returned (1) loose 3/10cc syringe. Customer states that the plunger rod is difficult to move, causing the plunger rod to separate from the rubber stopper. The syringe was returned with the stopper deformed in the barrel and separated from the plunger rod. A review of the device history record was completed for batch# 8302918. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. There was one (1) notification [(B)(4)] noted for deformed stoppers/dry barrels. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure (deformed stopper and stopper separates). As per investigation completed by manufacturing, "on 01jul2019, holdrege received (1) loose 3/10cc syringe, the sample was decontaminated per hstr-17 and hqa-68 prior to being evaluated. A visual evaluation of syringe was performed finding the plunger rod not inserted into the stopper. There is no damage to the plunger tip. When the plunger is put back in the stopper and try to pull the stopper out of the barrel, the plunger comes out of the stopper, indicating there is not enough silicone in the barrel. There was no other visual damage to the syringe. Notification (B)(4) was created on 04jan2019 for deformed stoppers/ dry barrels. The root cause listed on the notification was loose fitting on gun #3 creating air bubbles in the lines. There were no l2l dispatches on 04jan2019 for this defect. Corrective action as listed in the notification: purged silicone gun lines, changed out silicone filters on guns 4, 7 & and 8. Fixed loose fitting on gun #3. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that stopper separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported plunger rod difficult to move, causing the plunger rod to separate from the rubber stopper. Consumer does not re-use."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that stopper separation occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter. "Consumer reported plunger rod difficult to move, causing the plunger rod to separate from the rubber stopper. Consumer does not re-use."